Manufacturer narrative:
(B)(4). Date sent: 3/3/2026. Additional information was requested and the following was obtained: please, reach out to the follow up contact, since we don¿t have this information.

Event description:
It was reported that during an unk procedure, at the moment of activating the mechanical suture, it does not advance, the device stops and does not allow the refill to be replaced. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Date sent: 2/5/2026. D4: batch#: unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How was the knife returned to its home position? Was the device locked on tissue? If yes, how was the device removed? Did the device eventually open? Was the device not able to be removed and subsequently the tissue was cut? Could you please clarify if there were any patient consequences? Could you please clarify if there were any change in the post-operative care of the patient as a result of the event? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.